Event description:
It was reported that while impacting a cage, the tritanium pl steerable inserter inside shaft broke intra-operatively after several blows of the mallet. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion no product returned.

Event description:
It was reported that while impacting a cage, the tritanium pl steerable inserter inside shaft broke intra-operatively after several blows of the mallet. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.